Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline flex inner pouch; and a dispenser coil. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex were found fully opened and moderately frayed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be damaged. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped pipeline failed to open in the distal section. When the surgeon used ped to treat the aneurysm of the c5 segment of the left internal carotid artery, according to the standard operating procedure process, the stent catheter marksman was pushed to go up to the m2 segment. After the ped stent was fully hydrated, the microcatheter was retracted, and the imaging coil was exposed and then continued to retract the microcatheter. After the stent was deployed for 15mm, the tip of the stent still could not be opened. After two operations, the opening was still not obvious. Angiography revealed that the tip seemed to be frizzy, so the stent was withdrawn and the tip was found to be damaged. In order to ensure the safety of the patient's operation, a new stent was replaced to continue the surgery, and the surgery went smoothly. The pipeline was not positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was removed from the patient. The devices were prepared according to the instructions for use (IFU). The patient was being treated forn an unruptured, saccualr aneurysm in the c5 segment of internal carotid artery (ica). The max diameter was 2.7mm and the neck diameter was 1.6mm. The distal landing zone was 2.58mm and the proximal landing zone was 4.59mm. Vessel tortuosity was minimal. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported. Ancillary devices: marksman ev3 catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.